Event description:
It was reported that a power on reset (por) occurred, but the associated error code was not specified. Impedance testing was performed. The por was successfully cleared and no action was required. The following day, it was confirmed that the issue was successfully resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0buzk, implanted: (B)(6) 2013, product type: lead. (B)(4).